Manufacturer narrative:
It was reported by the customer contact that an et tune was unable to be removed. Due to this, "a physician had to come in and do a bronchoscopy and decided to cut the balloon off the et tube" due to the tube not being able to be removed. A was sample requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Unable to remove et tube.